Manufacturer narrative:
The customer's clinical engineer reseated the unit's circuit board connector cables and had no further problems with the unit. Since the customer has already evaluated the unit and returned it to service ,no further evaluation by the MFR is necessary.

Event description:
Ventilator failed while on a pt nurse ambued patient. Vent switched clinical engineer reseated circuit board connector cables and no further problems. No patient harm.